Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the hydro leak and probes and wash stations spattering. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the hydro waste sump lid and blocked tubes. Fse primed the hydro, performed calibration, and run qc for verification.